Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator had an inoperable error. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 06/07/2019. Date rec'd by MFR: 06/10/2019. Failure analysis on the returned blower motor controller (bmc) board shows that the blower motor controller pcba was tested and no failures were identified. The burnt mark on the j3 connector did not affect the function of the moog bmc pcb. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 20feb2019. Information was received that there was no patient involvement. The service engineer (se) inspected the device. The se found an error code for the air valve liftoff failure in the ventilator diagnostic logs and the blower was not working due to a defective blower control motor. The se replaced the blower motor controller to address the issue and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.